Event description:
Customer reported that the autopulse platform (serial #(B)(6)) displayed "system error, out of service, revert to manual CPR " message. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during the functional testing. The root cause of the reported system error was the failed processor board (pca), likely attributed to the aging of the device. The autopulse platform was manufactured in january 2012 and is over 11 years old, past its expected service life of 5 years. No physical damage was observed on the returned autopulse platform. The archive data could not be downloaded to review, likely attributed to the failed processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. To remedy the error message, the failed processor board was replaced. Also, unrelated to reported complaint, further functional testing revealed that the brake gap was out-of-specification (too wide), the brake is open and closed continuously when the autopulse platform was powered on. To remedy this brake gap issue, the brake was cleaned and adjusted. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Following service, another brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4).